Event description:
It was reported that the customer's transmitter does not blink when connected to the sensor. Advised that sensor is possibly not wet. Unable to complete troubleshooting. Customer's blood glucose level at the time 137mg/dl. No additional information was provided.